Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic ulcer. It was reported 13 years post the index procedure, follow up CT revealed a type ia endoleak where the aneurysm neck has dilated. The right ipsilateral limb has dilated below the graft. The portion below the limb is dilated to 20mm. Distal to the left limb flared limb has dilated to 45mm and the internal iliac is occluded. It was noted that there was loss of seal distally in both limbs. Per the physician the cause of the event was anatomy related due to disease progression. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an intervention procedure was performed. A non-mdt stent was implanted in the left renal and an endurant cuff etcf3232c49e was implanted proximally. It was reported the cuff was deployed first and then the renal stent. Endurant limb etlw1624c82e was implanted to extend the right limb. Endurant limb etlw1616c124e was implanted in the left limb at the level of the flow divider and etlw1610c199e was implanted to extent to the left external iliac artery. Ballooning of all devices was carried out during the procedure. It was reported that final angio showed that the cuff was hung on the previously placed non-mdt renal stent. An attempt was made to extend the stent however the physician was unable to advance a renal extension stent and the decision was made to complete the procedure. After the procedure it was reported that the patient suffered from impaired renal function but it was reported as per the physician that the patient¿s creatine levels increased from 1.9 the day after the procedure to 3.5 two days afterwards and urinary output was good. The physician believes the patient will make a recovery. No additional clinical sequalae were reported and the patient will be monitored.

Manufacturer narrative:
Type of reportable event updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.